Event description:
It was reported that a pt experienced pain and swelling and that corrosion occurred after placement of a radix-anker post. The tooth was extracted as a result.

Manufacturer narrative:
Because a serious injury occurred, this event meets the criteria for reportability.